Event description:
It was reported that over the previous six weeks, the right ventricular lead threshold had risen. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.